Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: a review of the pump's history showed frequent low battery warnings. The pump's electrical current draws were tested and were within required specifications. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation. Unrelated to the original complaint, there was corrosion in the battery compartment. The battery compartment was found to be cracked. The pump leaked at the battery compartment. The pump was opened and no further evidence of moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.